Event description:
It was reported that the doctor decided to use a 1 piece lens and the capsular bag was not able to support the lens. The doctor changed his mind prior to attempting to implant the 1 piece lens and switched to a 3 piece lens. The doctor implanted the 3 piece lens and then decided the capsular bag would not hold the lens, thus he cut out the 3 piece lens. The incision needed to be enlarged but there was no patient injury reported. The doctor implanted an anterior chamber lens in its place and the patient was reported as doing well. There was no product defect or fault of the lens.

Manufacturer narrative:
UDI #: (B)(4) all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Pt age/date of birth: unknown. Pt gender/sex: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was received cut in half. The lens condition is consistent of a lens that was removed from the patient¿s eye. Due to the condition of the lens, no further analysis was possible. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: in the initial MDR, the manufacturing record review was completed; however, was not documented. A review of the manufacturing records was performed. There were no non conformances with respect to the final product release process. There were no associated nonconformity reports or deviations. A search on complaints related to the production order revealed that no other complaints for this order number were received to date. The manufacturing record review of the production order for this serial number, did not show any non-conformances or assignable cause the reported event. The documentation showed that the production order was manufactured according to specifications and the lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.